Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she just delivered a bolus and is getting message to change the infusion set. Customer stated she wore infusion set for four days. Customer stated her blood glucose reading was 130 mg/dl. As a result, she took bolus based on food. Her blood glucose is now 400 mg/dl. Customer stated she delivered 4 units of insulin. However, the insulin pump read 8 units of insulin. Customer's blood glucose reading at time of call was 340 mg/dl. Nothing further reported.